Event description:
A customer contacted beckman coulter (bec) to report discrepant hybritech prostate specific antigen (psa) results generated by an unicel dxl 600 access immunoassay system on different days. Per customer, the values obtained were outside the precision claim of the assay. The customer reported two discrepant patient results however bec review of the data supplied showed three discrepant results. The results were questioned by the physician and repeat testing was performed. This report documents the results for patient 3 of 3 involved in this event. Separate reports have been submitted to document the results for the other two patients involved in this event. There was no injury or affect to patient treatment with regard to this event.

Manufacturer narrative:
Samples were collected in 13 x 100 serum separator becton dickinson (bd) tubes and centrifuged for 10 minutes at 3000 rpm. The customer did not note any sample quality issues. Qc was within the customer's established ranges for all three levels on the dates in question. A passing calibration was obtained on (B)(6) 2013 using psa reagent lot 225840 and calibrator lot 221732. A field service engineer (fse) went on-site (B)(4) 2013. Fse did not note any problems with the peripump tubing or wash wheel. Fse replaced the duckbill valve. Fse checked and adjusted pipettor voltages to match closer (744/742 versus 744/721 prior to adjusting). Fse checked dispense and aspirate probe alignments and then ran a precision test on both pipettors which recovered within specifications. Repair was verified per established procedures and results met published performance specifications. Hardware is the likely cause of the discrepant patient results. MDR# 2122870-2013-00178 documents the results generated on (B)(6) 2013 for patient 1 involved in this event and MDR#2122870-2013-00180 documents the results generated on (B)(6) 2013 for patient 2 involved in this event